Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 25-26, 2023. H11: an actual sample and a photograph of the sample were returned for evaluation. The returned photograph was reviewed, and it was noted that there was a leak. The actual device was visually inspected, and the leakage was not easily identified. Functional testing was performed, and it was noted that there was a leak identified at the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, the leak found at the spike port bonding area was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) exactamix 500 ml eva tpn bags leaked at the ports. This was observed after filling the bags with intravenous (IV) fluids/total parenteral nutrition (tpn), prior to dispensing the bags for patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.